Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a "second implanted (left ventricular) lead" - the previous lead had been capped and replaced. Follow-up with the clinic was attempted to determine why the initial lead was capped and replaced. It was noted to have had high threshold. It had been inactivated, and then later capped and replaced. No patient complications have been reported as a result of this event.